Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was not hospitalized for the event and the cause of the peritonitis was unknown. The patient was treated with inj. Reflin (1gm per day, route not reported) and inj. Tobramycin (40mg per day, route not reported). It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.